Event description:
It was reported that the system controller was changed due to battery fault alarms. The patient had these alarms several times and the emergency backup batteries (ebb) have been changed and controller changed at least twice. Log files were sent for review. The event log confirmed the reported backup battery faults. The controller periodically performed internal load test on the ebb and it appeared the ebb was not passing this test. This fault could be a result of a faulty ebb or poor connection. The pump itself appeared to be operating within normal parameters prior to the controller swap.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The system controller¿s (serial number: (B)(6) log files were submitted for review and captured intermittent backup battery fault alarms that were active due to the backup battery not passing the load test on (B)(6) 2025. The driveline was then disconnected, consistent with a controller exchange. There were no other remarkable events found within this log file. The heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.